Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varices performed on (B)(6) 2025. During the procedure, the bands did not release from catheter. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, a visual inspection revealed that the device was returned with damaged teeth, while the trip wire remained securely attached to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the device was found to have damaged teeth. Marks observed on the ligator housing suggest that excessive force may have been applied during use, potentially causing the damage. This could be attributed to operational factors such as the physician's technique or the angle and position of the scope during insertion. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varices performed on (B)(6) 2025. During the procedure, the bands did not release from catheter. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.